Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information was received which indicated there was no issue with the delivery catheter system or catheter loading systems. Rather it was believed that the pushing tension previously reported was related to implanting technique. It was now clarified that severe paravalvular leak (pvl) occurred with the first bioprosthetic transcatheter valve. No additional adverse patient effects were reported.  Device code: additional code: c62876. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the product remains implanted; therefore, no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusions can be made. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this initial transcatheter bioprosthetic valve, the valve was deployed at the implantation depths of about 2 millimeters (mm) on both the non-coronary cusp (ncc) and the left coronary cusp (lcc). When removing the paddle of the final deployment, the valve depth of ncc rose 0 mm. As reported, it was suspected that the pushing tension was insufficient. Subsequently, on the ncc side the valve gradually rose with time and eventually came off from the valve annulus. A paddle was snared and the valve was pulled up to the ascending aorta. There was concern that this valve was being driven by blood flow in the ascending aorta. However, because of the risk of injury of the blood vessel if the valve was more pulled up with a snare, the procedure was finished. A second valve was implanted, valve-in-valve, at the implantation depth of 6 mm on both the ncc and lcc. No additional adverse patient effects were reported.